Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000097992 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05783, 3006705815-2023-05784, 3006705815-2023-05785 it was reported the patient experienced two falls and lost stimulation. Surgical intervention was undertaken, and it was noted that one lead was fractured. The lead was explanted, replaced, and effective therapy was restored.